Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit would not heat over 28 degrees celsius. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The suspect printed circuit board (pcb) ground pin was found to have burned open. The production pcb has been updated to dual sided technology which has a larger current capacity. The unit was repaired and preventative maintenance performed. Unit operated to manufacturer's specifications and was returned to clinical use. No additional activity will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.